Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a setscrew mark on the terminal pin in the correct location, indicating that it had been fully inserted into the device header. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. High pacing thresholds on active-fixation leads can be elevated due to acute tissue injury response. Additionally, patient factors such as tissue condition, electrolyte balance, and drug interactions may also affect electrical measurements.

Manufacturer narrative:
The rv lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that three days after this right ventricular (rv) lead was implanted, the pacing threshold measurements had increased. As a result, a revision was performed and the rv lead was explanted. No additional adverse patient effects were reported.